Manufacturer narrative:
The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys probnp ii immunoassay on a cobas e411 disk. No units of measure were provided. The customer also stated they were receiving liquid-level detection alarms. The sample initially resulted in a probnp value of 17. The sample was repeated three times, resulting in values of 462, 475, and 475.

Manufacturer narrative:
The probnp reagent lot number and expiration date were requested, but not provided. A hinge on a protector was found to be broken, causing a misadjustment of a hole in the cover. The protector, a worn electrostatic brush, and a probe were replaced. Performance testing was run.